Manufacturer narrative:
Complaint conclusion: during a pta (percutaneous transluminal angioplasty) procedure while using a 4mm 2cm powerflex pro balloon, it was reported that the balloon ruptured at five to six atmospheres during its initial dilatation, and leakage of contrast media was observed. Therefore, it was removed from the patient and was exchanged for another balloon to successfully complete the procedure. There was no report of patient injury. The target lesion was the right superficial femoral artery. The lesion was heavily calcified and not tortuous. An approach was made from the left common femoral artery. After the lesion was crossed with a 0.035 terumo radifocus guidewire, the powerflex pro balloon was inflated for pre-dilation. The product will not be returned for analysis. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 15731806 revealed no anomalies during the manufacturing and inspection processes. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification) may have contributed to the reported burst. Neither the DHR nor the information available for review suggests a design or manufacturing related cause for this event. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: complaint conclusion updated to note additional information received: during a pta (percutaneous transluminal angioplasty) procedure while using a 4mm 2cm powerflex pro balloon, it was reported that the balloon ruptured at five to six atmospheres during its initial dilatation, and leakage of contrast media was observed. Therefore, it was removed from the patient and was exchanged for another balloon to successfully complete the procedure. There was no report of patient injury. The target lesion was the right superficial femoral artery. The lesion was heavily calcified and not tortuous. The product was stored, handled, and prepped according to the IFU. There weren¿t any kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. An approach was made from the left common femoral artery. After the lesion was crossed with a 0.035 terumo radifocus guidewire, the powerflex pro balloon was inflated for pre-dilation. The balloon catheter was removed easily and intact (in one piece) from the patient. The product will not be returned for analysis. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 15731806 revealed no anomalies during the manufacturing and inspection processes. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification) may have contributed to the reported burst. Neither the DHR nor the information available for review suggests a design or manufacturing related cause for this event. Therefore, no corrective action will be taken at this time.

Event description:
During a pta (percutaneous transluminal angioplasty) procedure while using a 4mm 2cm powerflex pro balloon, it was reported that the balloon ruptured at 5-6 atmospheres (atms) during its initial dilatation, and leakage of contrast media was observed. Therefore, it was removed from the patient and was exchanged for another balloon to successfully complete the procedure. There was no report of patient injury. The target lesion was the right superficial femoral artery. The lesion was heavily calcified and not tortuous. An approach was made from the left common femoral artery. After the lesion was crossed with a 0.035 terumo radifocus guidewire, the powerflex pro balloon was inflated for pre-dilation. The product was clinically used. The product will not be returned for analysis.

Manufacturer narrative:
Concomitant products: guidewire (035 radifocus,terumo). (B)(6). (B)(4). The product will not be returned for analysis, therefore, no engineering evaluation will be completed. Additional information will be submitted within 30 days of receipt.